Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported malfunction. The ventilator passed all testing.

Event description:
Report received that the ventilator stopped cycling while in use on a patient. The patient was placed on a second ventilator. The patient was not harmed as a result of the event.